Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Patient called back repeating they hadn't used the implant in about a year and a half because it didn't seem to be working as well as they'd like. Patient repeated they are needing mris and was told they had to have everything charged up and on again so they could turn it off for the MRI, however pt said since they had the device charged up and on again, their hip has been hurting day and night where the implant is. Patient said whether stim was on or off they'd hurt, however patient wanted to know how to turn stim down to see if that would help at all. Agent reviewed how to decrease intensity. Patient turned stim down and commented they felt better already. Patient also commented they had gotten every thing charged and ready on their end, but the facility still hadn't scheduled their MRI, so patient was just waiting now. Additional information was recieved from the patient. Pt called reporting same information already reported. Pt states she thinks the device inside is not working correctly. Pt states she lowered everything in the meantime. Pt states she is going to put everything to zero and make an appt to have the device removed. Agent redirected patient to their doctor (hcp).

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they haven't used the device for some time, a year and a half maybe, as the device didn't work very well. Pt said that they had to do an MRI, but they couldn't charge the device. During the call, pt was already charging the controller and confirmed getting a blinking green light on the controller. Pt got no device found message and when they hit recharge, they got 'cannot recharge device. The controller battery is too low. Recharge the controller.' Agent advised pt to continue to charge the controller until full and call back if they have issues charging the implant and to walk them through MRI mode. No symptoms were reported. Additional information was received from the patient (pt). Pt repeated previously documented information. Pt stated that the external device was not working and that they believed the implant may also not be working. Pt stated that they would like to have the implantable neurostimulator removed. Agent redirected pt to their health care provider for further assistance. Pt mentioned the doctor who implanted the device was in a different state. Agent sent the physician listing. Additional information was received from the patient (pt) pt stated they tried plugging in the controller for a couple of days, but it doesn¿t charge up, so they said they needed a new battery pack. Pt stated they still kept getting screen 17 and that they couldn¿t get past the screen so they couldn¿t charge the implant. Agent had pt reset the controller with ac power supply and pt confirmed the screen powered on and that they saw a blinking green light to the controller when they inserted the battery pack. Pt confirmed no visible damage to the battery compartment and battery pack. During reset with ac power supply, patient got no device found again. They hit recharge and connected the recharger. Pt confirmed that the controller battery was 90% while the implant was recharging red with excellent quality. Pt continued to charge the implant and said they would back if they had any questions. Patient stated stimulation could not be turned on due to shocking sensation in left leg when lying on floor and implant did not seem to work since beginning.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). Product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.